Event description:
The customer reported a malfunction which may result in the inability to initiate mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the issue. The control module was replaced to correct the reported issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).